Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure (paroxysmal atrial fibrillation (afib) & typical flutter) with a carto® 3 system. It was reported that when they went transseptal, the ablation catheter and the vizigo sheath were not communicating. The vizigo sheath was flashing in and out on the carto 3 system throughout the entire case. They were only able to visualize the distal end of the ablation catheter displayed on the carto 3 system. The carto 3 system displayed high ablation metal values. They replaced the decanav cable, however, the issue persisted. They raised the table without resolution. The procedure continued without resolution. It was also reported that a huge map shift occurred during ablation of the right veins. There were no errors displayed on the carto 3 system. The chest patches had shifted on the carto 3 system. There was no cardioversion and no patient movement. It was also noted that there was no adjustment from anesthesia. They built a new map and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure (paroxysmal atrial fibrillation (afib) & typical flutter) with a carto® 3 system. It was reported that when they went transseptal, the ablation catheter and the vizigo sheath were not communicating. The vizigo sheath was flashing in and out on the carto 3 system throughout the entire case. They were only able to visualize the distal end of the ablation catheter displayed on the carto 3 system. The carto 3 system displayed high ablation metal values. They replaced the decanav cable, however, the issue persisted. They raised the table without resolution. The procedure continued without resolution. It was also reported that a huge map shift occurred during ablation of the right veins. There were no errors displayed on the carto 3 system. The chest patches had shifted on the carto 3 system. There was no cardioversion and no patient movement. It was also noted that there was no adjustment from anesthesia. They built a new map and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the biosense webster inc. Field service engineer (fse) confirmed that the issues were not duplicated since then. The complaint history of the system was reviewed, and no similar problems were found since the issues occurred. The system is ready for use. It was also reported that a huge map shift occurred during ablation of the right veins. The reporter stated that there were no errors displayed on the carto 3 system. It was also noted that there was no cardioversion and no patient movement. There was no adjustment from anesthesia. In addition, the reporter stated that the chest patches had shifted on the carto 3 system. It was confirmed that they created a new map and the procedure continued. The issues were not duplicated since then. The complaint history of the system was reviewed, and no more similar problems were found since the issues occurred. The system is ready for use. An investigation was initiated by the device manufacturer to investigate the issue. The data was requested for investigation; however, no full data was available to investigate this case. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The history of customer complaints reported during the last year and associated with carto 3 system # 11471 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 11471, and no internal actions related to the reported complaint condition were identified. Correction has been noted for g. 4. PMA/ 510(k) and the correct 510k number is k213264. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).